Event description:
An olympus field service engineer (fse) reported that after inspection of the subject device, it was observed there was a leakage from the control body. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with foreign objects. This report is being submitted for the malfunction found during evaluation of the device (foreign objects). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing of the returned device, service was not able to identify the foreign material or the cause of the foreign material. Service found there was clotting protein on the bending section cover (a-rubber), and the insertion tube was dirty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, since clotting protein was on the a-rubber, it is likely the foreign matter originated from a patient, such as body fluids. Although dirt and foreign material can be removed by proper reprocessing in accordance with the device's instructions for use and the reprocessing manual, there was dirt on the insertion tube. Based on these findings (clotting protein and dirt), it is likely the device was improperly reprocessed. However, a definitive root cause could not be determined. The following information is explained in the device's instructions for use which could have prevented the event: perform precleaning immediately after procedure. Otherwise, the tissue may adhere to the device which may be unable to be removed by reprocessing. Remove clogging by feeding water into air/water channel at precleaning. Perform cleaning external surface of scope with clean gauze, brush, and sponge, with care not to leave foreign material in nozzle opening. Method of feeding/rinsing detergent into air/water channel. Soak scope in detergent before manual cleaning, when the device is too dirty or cleaning immediately after procedure is not performed. The reported issue (leakage from control body) was not confirmed or duplicated. In addition, service found there was a leakage due to a crack on the switch box, the light guide lens was scratched, the plastic distal end cover was scratched, and the adhesive on the bending section cover was detached. The grip was scratched, the suction cylinder was shaved, the switch button #1 was scratched, the right/left angulation knob was dirty, the universal cord was scratched, the protector of the universal cord on the scope connector side was scratched, and the forceps channel port was dented. The bending angle in all directions was out of specification, and there was play in the up/down angulation knob, due to wear of the angulation wire. The insulation resistance value at the distal end was out of specification due to a scratch on the plastic distal end cover. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report, and to provide additional information that was received from the user facility regarding the reported issue. Updated fields: b3, b5, e1, e2, and e3. Correction to information provided in g3 of the initial medwatch report: the aware date should have been 21may2022.

Event description:
Additional information was received from the user facility regarding the reported event (leakage from the control body): the reported issue was observed while reprocessing the subject device. The customer confirmed that they follow olympus instructions for use (IFU) to reprocess the device. However, the device could not be completely reprocessed (including brushing) due to leakage at the time of pickup of the device for inspection.